Manufacturer narrative:
The manufacturer narrative on the initial MDR included the statement "unrelated to the keypad and display issues, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function." The statement should read "unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump."

Event description:
The pump was returned for investigation. Investigation revealed contamination under the button contacts and a dim, discolored display screen. This report is made based on results of investigation completed on 08/15/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/15/2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons respond appropriately to button presses. There was evidence of keypad contamination found under the contrast key contacts. Investigation also revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Unrelated to the keypad and display issues, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.